Event description:
The complaint was reported as: the complaint alleges that the patient was placed on the circuit and started to destabilize. The patient was taken off the circuit and vent. After inspecting the circuit, the therapist discovered a film of plastic inside the circuit which was occluding the tube. Patient condition reported as fine.

Manufacturer narrative:
A visual, dimension and functional inspection could not be conducted since the product was not returned. The assembly process and manufacturing procedure for catalog number 780-07 were reviewed and no findings related to the reported issue were found. A device history record (DHR) review could not be conducted since the lot number was not provided. The customer complaint was not confirmed due to the lack of product sample to perform a proper investigation and determine the root cause. If the sample becomes available this complaint will be re-opened.